Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: "analysis of the returned device identified: white particles inner the device and delamination of the valve. Leak test and microscopic analysis were performed which identified: delamination (>75% total separation). Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure)."

Event description:
Healthcare provider reported a left side deflation and "particles in valve." The device has been explanted.